Manufacturer narrative:
These codes were selected by the MFR based upon info obtained from the user facility. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp on (B)(6), 2009 that an extractor rx retrieval balloon was used during a stone retrieval procedure in the biliary duct performed on (B)(6), 2009. According to the complainant, the physician found the injection lumen was broken into two parts while delivering the retrieval balloon to the biliary duct. No part of the device detached or fell into the patient. The physician withdrew the retrieval balloon catheter out of the pt and the procedure was completed using another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.